Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2011, follow-up imaging identified one wire fracture and on (B)(6) 2014, two wire fractures were identified. A diseases progression between those two imaging time points could not be identified.

Event description:
On (B)(6) 2011, the patient was treated for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. On (B)(6) 2011, follow-up imaging identified one wire fracture. On (B)(6) 2014, two wire fractures were identified. Disease progression between the two imaging time points could not be identified. The physician assumes that the device was very oversized, which may have led to the wire fracture. It was reported that the patient is doing well and is currently being monitored. A reintervention is not planned.

Event description:
The patient is doing well and is monitored in the moment.

Event description:
On (B)(6) 2016, the patient was treated for a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. On (B)(6) 2011, follow-up imaging identified one wire fracture. On (B)(6) 2014, two wire fractures were identified. Disease progression between the two imaging time points could not be identified. The physician assumes that the device was very oversized, which may have led to the wire fracture. It was reported that the patient is doing well and is currently being monitored. A reintervention is not planned.